Event description:
Report made to manufacturer on date of occurrence76 yr. Male with complete heart block with model 8222 implanted on 2/8/91. Patient admitted with 3 week history of progressive weakness, shortness of breath, increasing weight, anterior chest discomfort, light headedness and dizziness; found to have failed pacemaker generator with absolutely no out put. Required pulse generator change and followup inpatient hospitalization of 3 days duration.